Manufacturer narrative:
B5: it was further informed that the affected quantity was five (5). H11: the device was received for evaluation. Visual inspection was performed, and it was noted that the tubing was kinked. Pressure test and clear passage under water were performed, and there were no issues observed. A priming test was performed, and no issues were observed. A functional flow rate test was performed, and the set worked according to specification. The sample was connected to the spectrum iq pump left running for 125ml, for one hour simulating the usage process and no defects were observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events were observed september 30, 2024 - october 1, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow of intravenous fluid (ivf) while using four (4) clearlink system continu-flo solution sets were interrupted by crimped tubing. This was observed during drip changes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample(s) shows a crimped tubing validating the no flow event. The reported condition was verified. However, due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.